Event description:
The customer obtained a lower than expected vitros total -hcg ii result (< 2.39 miu/ml) for a proficiency sample fluid processed on a vitros eciq immunodiagnostic system after being diluted 50 fold on the analyzer. When the same sample was processed undiluted on the same vitros eciq system, expected vitros total -hcg ii results (63.4 and 53.6 miu/ml) were obtained. No patient sample results were affected. However, biased results of the magnitude and direction observed may lead to inappropriate physician action if occurred undetected with a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
Lower than expected vitros total -hcg ii results were obtained from a proficiency sample when diluted 50 fold on analyzer compared to the results obtained from the same proficiency sample tested undiluted. The investigation concluded the vitros eciq system did not operate as intended. It has been determined that the software algorithm that evaluates results from diluted samples and assigns an invalid dilution (ID) code and reports "no result" for the diluted sample is not functioning as expected if the result from the diluted sample is less than the lower limit of the measuring range (2.39 miu/ml). There was no malfunction of the vitros total -hcg ii reagent pack. Customers were notified if this issue on 24 aug 2011. The FDA's (B)(4) district office was notified of this issue on 01 september 2011. Please refer to report #1319681 09/01/2011 001 c.